Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis with the connector portion measuring 19.4 cm. Final analysis found external insulation abrasion at 17.5-18.1 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at this location. Other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.